Manufacturer narrative:
Clarification d4 (device information): catalog number mcghan 270cc device analysis: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening and an opening assessed as unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, broken of plug strap and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported a "textured biocell implant." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported a "textured biocell implant." Device was explanted.